Event description:
The customer reported to olympus, that during preparation for use in a diagnostic tracheal ultrasound exploration surgical procedure. There was no normal image with the evis lucera ultrasonic bronchofibervideoscope. The ultrasonic image was normal. There was no delay to the procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found there was no image, due to defective scope (s) connector. Additionally, there was an indentation on the insertion tube observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image occurred due to a defective scope connector. However, a definitive root cause could not be determined. The following description is found in the instruction manual regarding the damage: "warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Actual product could not be confirmed since it has not been sent to shirakawa factory. Investigation was conducted with complaint information." Olympus will continue to monitor field performance for this device.